Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient reported that she had burns under all electrodes and heat marks on her body. The patient's physician advised the patient to apply a cream to the burns. The patient removes the lifevest at times to allow the burns to cool. Follow-up indicated that she still had the burns, and that she was going to discuss possible allergies with her physician at her next meeting.